Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving saline at an unknown concentration, dose and frequency] via intrathecal drug delivery pump for non-malignant pain. It was reported that a catheter event occurred and was confirmed: the catheter migrated. It was reported that "a few months ago" the patient started having a change in therapy. The reporter suspected a catheter issue so the patient was weaned down and saline was put in the pump. It was reported that the day of this report while doing surgery to find out the issue it was determined that the intrathecal end of the catheter had backed out of the intrathecal space. It was reported that the intrathecal end of the catheter was replaced with 37.1 cm of a 8731sc spinal segment. The technical service specialist (tss) confirmed that with all removed portions the catheter length was 73.3 cm with a volume of 0.161 ml, and the tss helped the reporter to enter in the catheter volume and note in the programmer. No further complications were reported.